Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on an unknown date for unknown reasons. No further information has been received.